Manufacturer narrative:
Concomitant medical products: 4968-35 lead, implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance. The lead was abandoned and replaced with a competitor product. The patient is a participant in the post approval clinical surveillance (pacs) product surveillance registry (psr) study. No patient complications have been reported as a result of this event.